Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories show that the last basal delivery occurred at 8:24pm on (B)(6) 2014. A reboot was observed in the history on (B)(6) 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Visual inspection revealed that the battery compartment was cracked; the battery cap was undamaged and was able to attach securely to the pump. There was evidence of moisture corrosion observed in the battery compartment. The battery cap was fastened and then unscrewed a half turn, and power loss was duplicated. The pump powered on normally to the verify screen with functional auditory and vibratory features. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours on a 1unit per hour basal rate with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No further moisture was found inside the pump when the pump casing was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced elevated blood glucose in the 300 mg/dl range with moderate thirst and frequent urination. The patient reportedly did not check for the presence of urinary ketones. This reported event does not meet animas¿ criteria of a reportable adverse event. The reporter alleged beginning the prior day, the pump experienced recurring loss of prime requiring full rewind, load and prime to continue with insulin delivery. The reporter claimed no previous indication of loss of power. This complaint is being reported because the alleged recurring loss of prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.